Event description:
The surgeon reported surface opacification or crystallization of the intraocular lens approx 13 months post-operative. The pt's vision was 20/30 at last report. The lens remains implanted.